Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. It was reported to philips that the system was rebooting on its own. Upon troubleshooting, the philips field service engineer (fse) checked the system logfiles onsite and found icontrol was having issue. To resolve the issue, the fse reloaded the software and restored system back up. After repairs the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was rebooting on its own. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.